Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had an air bubbles. Approximate size of air bubbles was soda pop or champagne size. Customer stated that air bubble was forming during fill tubing. Customer stated that air bubble was getting bigger. Customer stated that they were having high blood glucose level from two to three weeks. No harm requiring medical intervention was reported. The device will not be returned for analysis.